Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s date of birth, patient¿s weight, ethnicity and race were not provided for reporting. UDI number: (B)(4); upc #: (B)(4); lot number: 200827; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on august 27, 2020. This event is being reported with an overabundance of caution due to antibiotic treatment. Although difficulty removing the product may impact the skin underneath, the potential that too strong adhesion will cause or contribute to serious injury or death is remote. Based on the consumer¿s description of the skin reactions, an adverse event of this nature is expected to resolve spontaneously and reports of minor / superficial skin irritation or wounds without reported adverse sequelae, that are treated with self administered home remedies, over-the-counter medications, or topical medications, do not indicate medical intervention required to prevent serious injury. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported the event with band-aid brand flexible fabric assorted 100ct. Consumer stated that she started to use the product for a corn on her foot and on second toe of the left foot on (B)(6) 2022. When the consumer removes the band aid, ¿it too stick on her leg¿. The consumer reported that adhesive was too strong. On (B)(6) 2022, the consumer visited the foot doctor¿s office, and a doctor was removing the bandage. Consumer stated that the bandage tore her foot when a doctor pulled it off and the consumer has a cut on her foot. The consumer was treated with antibiotic, wound was cleaned, and ointment was placed on it. The consumer symptoms did not improve.